Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported material separation was confirmed. The reported difficulty to advance was unable to be confirmed due to the guide wire separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and material separation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement of the coronary sinus electrode over the guide wire, the guide wire became bent and/or kinked. Manipulation against resistance likely resulted in the reported core and polymer separation and subsequent damages to the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to implant a coronary sinus electrode. The electrode implant could not be advanced over the whisper guide wire. The decision was made to remove both the electrode and guide wire, but upon removal it was noted a portion of the guide wire was missing. The missing portion was retrieved when the coronary sinus introducer was removed. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.